Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent if add'l pertinent info is received.

Event description:
The event is reported as: complaint alleges that the expiratory pigtail scorched the wire of circuit during use on a pt. Inside of circuit pigtail was blackened. No pt harm reported. MDR#: 3004365956-2011-00285.